Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly calcified and moderately tortuous distal right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was unable to advance due to the tortuous part at the proximal side and it unable to reach the lesion. The physician thought that the balloon ruptured due to calcification. The procedure was completed with a different device. No patient complications were reported.